Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syn drome. The patient wants to see a manufacture representative (rep) because they are having a lot of trouble with pain beginning about a week ago, maybe the (B)(6). The patient did not have their patient programmer with them to make adjustments to their stimulation and they have never made adjustments to their stimulation. The patient was redirected to their healthcare professional (hcp) to have a rep paged. The patient¿s hcp moved so they were sent a physician listings. No further complications were reported/are anticipated.